Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). MRI programming was not performed, and the device reverted to backup vvi with no backup defibrillator operation. Programming changes were performed, and the patient was stable.

Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). MRI programming was not performed, and the device reverted to backup vvi with no backup defibrillator operation. Programming changes were performed, and the patient was stable.